Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing. Updated field: d8, h2, h3, h6, h11. The device was not returned to olympus repair center, it was returned to third party distributor for inspection, and the reported failure was confirmed by third party. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced due to a component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope received an e237 and e226 scope communication error and no image on the screen. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.